Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. The device was filled with 2000mg deferoxamine in 40ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2015 ¿ november 16, 2015. The evaluation of the returned device is complete. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional leak test was performed in which the unit was monitored for leakage after it was filled with colored water and had its luer cap hand tightened; no leak was identified from the blue winged luer cap during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to an out of specification product was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.